Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Ii was reported that the patient was experiencing ineffective therapy due to inoperable ipg and high impedance in both leads ( manufacturer report number 1627487-2020-30951 1627487-2020-30952). As a result, surgical intervention occured wherein the system was explanted and replaced. Therapy was restored post op.